Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the needle on the device's pressure gauge was found to be stuck. The device's pressure gauge was replaced to address the issue.